Event description:
It was reported that while setting up for a trochanteric fixation nail (tfn) case, the surgeon tried to bend the guide wire at the distal end, and the wire broke prior to the start of the procedure. There was no patient involvement. There was another guide wire in the set. No problem was found with the second wire, and the surgeon completed the case.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the reaming rod was returned with the distal end broken off, only approximately 934-935mm (from the total of 948/952mm) of shaft remained. A visual inspection revealed heavy scratches, scuff marks and burrs near the break area. The rod is bent at the breaking point. Unable to inspect ball tip features due to the broken tip. The damage is potentially consistent with usage in the field; however the damage is not consistent with manufacturing or inspection processes. Balance of the features measured conforms to specifications. It is concluded that based on the evaluation performed and on the unknown cause, this complaint is deemed indeterminate from a manufacturing position.